Event description:
It was reported that revision surgery was performed due to an adverse reaction to metal debris.

Event description:
The acetabular cup involved in this revision was originally implanted on (B)(6) 2000. The modular femoral head was implanted on (B)(6) 2006 and replaced a the original resurfacing femoral head. Both the modular femoral head and acetabular cup were revised on (B)(6) 2014.

Manufacturer narrative:
(B)(4).